Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.